Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021, with unknown blood glucose levels at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as seizure and a coma. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer reported a loose or damaged retainer ring, where the reservoir kept falling out for about 4 to 5 months. The customer also mentioned they were a brittle diabetic. The customer mentioned that their hands were swollen while at work due to diabetes complications, which made them got to the hospital. The insulin pump will not be returned for analysis.